Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to a blood glucose level of 700 mg/dl. The customer was treated with an insulin drip and was released from the hospital two days later with no permanent damage. Reportedly, the customer alleged that the pump did not function as intended and that the insulin gauge was inaccurate. Customer declined further troubleshooting with tandem technical support.